Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3998, lot# j0421682v, implanted: (B)(6) 2004, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 74002, lot# n424203, implanted: (B)(6) 2014, product type adapter. (B)(4).

Event description:
It was reported the patient had a battery replaced because their old one had reached ¿normal service life¿. Since the replacement the patient has had a hard time ¿getting things going¿ because they only replaced the battery and not the ¿wiring¿. The patient then moved to a new town and everything was working great. Then all of a sudden the therapy was not working anymore. The patient stated the device was not doing what it supposed to do and that the stimulation sensation would disappear and then they would get ¿big blasts¿ of stimulation. The incident started about 10 days prior to the call.